Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvwh10) was not returned for investigation. Visual inspection of the implant couldn¿t be performed since the device was not returned. Functional testing and dimensional analysis could not be performed since the implant was not returned. The reported device was located on tooth # 14 and had been implanted for approximately 3 years. Pictures or x-ray images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported they removed crown and tried to tighten screw, took pa and implant fractured. The reported complaint could not be verified since the implant was not returned. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown. Weight unknown. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant fractured after the customer removed the crown and tried to tighten the screw. Tooth location 14.